Manufacturer narrative:
Product has been received by the MFR, however, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: customer states that they received the product with broken bands in the package. No pt injury reported.